Manufacturer narrative:
The vyaire failure analysis lab received the suspect service kit display and performed a failure investigation. The reported issue was duplicated and confirmed in the laboratory setting. The root cause of the reported issue was found to be backlight failure. This was confined as isolated failure.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the front panel assembly needed to be replaced. After the repair, the device was returned to the customer operating to manufacturer specifications. The suspect front panel was returned to vyaire for further evaluation. Once the final evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's display went dark while on a patient. The customer reported that there was no patient harm and the patient was transferred to another device.